Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic due to syncope, during testing the device had been found to be in backup vvi mode and premature battery depletion. The device was explanted and replaced. The patient was doing well.